Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device was not switching on. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse found no power indication of device and the issue was with power socket. Based on the information available and the testing conducted, the cause of the reported problem was defective power socket on the institution wall. The reported problem was confirmed. The device was operational after changing to another working fine power socket. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer.